Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes contained a mix of product types in a pack. The following information was provided by the initial reporter: "in 1 box found 2 different volumes on the 2.7 ml citrate package mixed with 1.8 ml citrate."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes contained a mix of product types in a pack. The following information was provided by the initial reporter: "in 1 box found 2 different volumes on the 2.7 ml citrate package mixed with 1.8 ml citrate."